Event description:
It was reported that, approximately one month following implant of this inflatable penile prosthesis (ipp), the patient experienced mild post-operative soreness. Later documentation referred to this as pain. Pain medication was requested. Less than two months later, the device would not fully inflate; the patient reportedly could not pump the device. The patient was seen in-clinic the following month, in-clinic testing confirmed that the pump was sticking. A week later, the pump was still not working, the device would not activate, and it could not be inflated or deflated. Approximately three weeks later, the patient complained of discomfort near the reservoir. The device was later explanted and replaced with a device from another manufacturer. Post-operative notes, as well as documentation received from the patient indicated issues with a persistent urinary tract infection and an abscess on the prostate. The physician stated that the abscess was likely related to balloon placement of the recently explanted ipp. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing a failed inflatable penile prosthesis(ipp). Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.